Event description:
It was reported that the 9800 system shut down during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The ffb and gtb boards were installed during the service call. The system was tested and found to be working as intended and put back into service.